Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer. This issue was identified during a retrospective complaint review as meeting the criteria for an MDR.

Event description:
The customer reported that the ventilator gave "circuit occlusion" alarm with neonatal circuit. When switched to an adult circuit, the ventilator ran without incident.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and performed transducer calibration and ran testing. All tests passed. Connected neonatal circuit, all tests passed. Induced a circuit occlusion alarm, and was able to reset it without power-cycling the vent. Ran the vent with the customer's neonatal circuit, induced alarm and recovered.